Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump was unable to upload and that batteries were only lasting a couple of days inside the insulin pump even with a new battery cap. The customer's blood glucose was 600 mg/dl. Troubleshooting was done. The customer expressed tiredness, sleepiness, irritation, and nausea as symptoms of her high blood glucose. The customer treated himself with an insulin pen. Advised customer to run a manual prime, and the customer stated that insulin did exit the tubing. Upon checking the alarm history of the insulin pump, the customer stated that she had received a no delivery alarm and many low battery alarms. Advised customer to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. Advised a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.